Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was hospitalized for device exchange secondary to systemic infection. Exchange was done on (B)(6) 2017 from heartmate ii to our device. Blood culture wass negative five days prior to device exchange. Post operatively the patient suffered multi-organ system failure secondary to overwhelming secondary sepsis. After family conference they decided to withdraw care and patient died (B)(6) 2017. No further information provided at this time.